Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of excessive flash is confirmed and was determined to be manufacturing related. One 4 fr sl powerpicc solo catheter was returned for evaluation. A microscopic observation of the returned sample revealed excess flash on the molded joint of the catheter. This flash material was measured and was found to extend further than the allowable specification. Photographs of the returned sample were forwarded to the manufacturing site for further evaluation. Awareness training was communicated to the manufacturing operators regarding this complaint. This complaint will be recorded for future trending and monitoring purposes.

Event description:
The following was observed during evaluation of a returned sample: excessive flash.

Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.